Manufacturer narrative:
The reported event was confirmed; however, a root cause could not be determined. The inspector received one used silicone coude catheter with no packaging. It was confirmed to be 16 fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately the solution leaked from a tear noted on the balloon's surface. No pieces were missing. The tear was measured to be 0.5725 inches in length. A potential root cause for this failure could be "contact with a sharp object." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter "malfunctioned" twice while inside the patient. Per additional information received from complainant on 30mar2019, the balloon on the foley catheter "popped" after less than 12 hours of use. The catheter was reportedly removed and replaced; no medical intervention was required. The complainant noted that the balloon was inflated using 10 cc's of fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter "malfunctioned" twice while inside the patient. Per additional information received from complainant on 30mar2019, the balloon on the foley catheter "popped" after less than 12 hours of use. The catheter was reportedly removed and replaced; no medical intervention was required. The complainant noted that the balloon was inflated using 10 cc's of fluid.